Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting over the telephone. The customer reported attempting to flush water through line 36 of the ise drain valve but stated that the valve was blocked. The customer checked for fibrin but reported no obvious fibrin clog. A field service engineer (fse) was then dispatched to the customer's site. The fse evaluated the instrument and reported that the ise drain valve had a slight tear, causing protein buildup and ultimately led to the overflow and qc issues for calcium. The fse replaced the valve to resolve the issues.

Event description:
The customer reported obtaining multiple high potassium (k) results from the unicel dxc 800 pro synchron system. The customer proceeded to run quality control (qc) and obtained calcium qc results which exceeded three (3) standard deviations (sd) . The customer stated that all other ion selective electrode (ise) qc results recovered acceptably within 3 sd. The customer then discovered a leak in the ise module and stated that the ise drain assembly had overflowed. The customer determined the leak to be waste and the leak was contained to the instrument. The customer was wearing personal protective equipment consisting of gloves, protected eyewear and a laboratory coat at the time of the event, and there was no report of any injury or direct exposure to the leak. The customer stated that one (1) patient recovered a calcium result of 1.94 mmol/l, and the result was reported out of the laboratory. Subsequent repeat of the sample generated a calcium result of 1.78 mmol/l. The customer issued an amended report out of the laboratory. The customer indicated that the patient samples which recovered high potassium results were not repeated due to acceptable qc recovery. However, upon follow-up with the customer, the customer stated that other ise patient samples were repeated and none required amendment. There was no report of any change or affect to patient treatment in connection with this event.